Event description:
After prk I experience severe dry eye. My eyelids stick to my eyeballs nearly every night and my eyes are always red looking and bloodshot. I also have dark circles that seem to just get worse. I had the procedure done in 2015. I reported the dry eyes and issues to the dr and they prescribed an ointment for the night and drops for during the day. The don't help! I look like I'm hungover or sleep deprived all the time. The drs play down the side effects and tell you that this procedure is so safe.